Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was not sure if the sensor is calibrating correctly. Customer's blood glucose was high at 578 mg/dl. Customer stated that she treated with the pump and waited 1 hour. Customer checked her blood glucose but it did not come down. Customer treated with a manual shot. Customer stated that she has a back-up plan. Customer ran a manual prime and the insulin did exit the tubing. Customer stated that all of her setting may need to be adjusted because she is new to the pump. Customer stated that she changed her set and treated manually. Customer was advised to monitor her blood glucose and call back to run the high pressure test if the issue continues.